Manufacturer narrative:
Investigation on the complaint kit lot including testing of a retain reagent kit did not identify any issue. No product issue was identified. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged several samples tested positive with the cobas 6800/8800 sars-cov-2 test and were negative in the retest with the same test. The customer does not know the sample types. Samples were collected on pcr media dual swab kit and vacuette tubes. The use of vacuette tubes is not stated in the instruction for use (IFU) of the product. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. Samples were stored at room temperature for less than 24 hours before retest. Per the IFU, samples collected in pcr media should be stored at 2-8°c. Review of the data provided by the customer showed 3 occurrences of invalid negative control due to positive results for target 1 in 5 runs. The negative control failures could indicate contamination at the customer site. Investigation of the complaint kit lot did not identify any product issue. An instrument issue has been ruled out, as at least one other assay (non sars-cov-2 test) was being run on the instruments at the same time, with no issues. The customer is no longer having a problem. Investigation on the complaint kit lot including testing of a retain reagent kit did not identify any issue. The customer initially indicated fifty-nine (59) alleged false positive results were reported out, but later clarified that there were sixty-one (61) results reported out. No sample ids or corresponding data were provided on these reported results. No harm or injury indicated. Fifty-nine (59) individual mdrs, one for each of the reported results, were previously submitted based on FDA request. Two (2) additional mdrs will be submitted for the additional 2 results the customer recently mentioned.